Manufacturer narrative:
The device was received with corrosion on multiple internal components. The pod was connected to a power supply in order to be downloaded. The pod generated an 0x40 hazard alarm indicating rotational sensor maximum open count exceeded. A rotational sensor malfunction was observed at the end of the pods run. A leak test revealed a tear on the unexposed portion of the soft cannula which contributed to the corrosion on multiple components including evidence of fluid on the commutator cap. This caused the rotational sensor malfunction and reported 0x40 hazard alarm. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Cloud - locked down/smartphone lockdown. Cloud - omnipod 5 software app version 3.1.1. Cloud - smartphone operating system n5004l-am-q-mv01602-06-01.06. Cloud - smartphone hardware n5004l. Cloud - cgm sensor type g7.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. The device was originally reported for a pod hazard alarm during operation. Treatment information was not provided.